Manufacturer narrative:
(B)(4). Date of event: publication year of 2016. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. (B)(4).

Event description:
It was reported via literature entitled: cost-effectiveness of new surgical treatments for hemorrhoidal disease. A multicentre randomized controlled trial comparing transanal doppler-guided hemorrhoidal artery ligation with mucopexy and circular stapled hemorrhoidopexy. Author(s): paul a. Lehur, md, phd, anne s. Didne´e, md, jean-luc faucheron, md, phd, guillaume meurette, md, phd, philippe zerbib, md, phd, laurent siproudhis, md, phd, be´atrice vinson-bonnet, md, anne dubois, md, christine casa, md, jean-benoit hardouin, phd, and isabelle durand-zaleski, md, phd. Citation: annals of surgery volume 264, number 5, november 2016; doi: 10.1097/sla.0000000000001770. This multicentre randomized controlled trial aimed to compare doppler-guided hemorrhoidal artery ligation (dghal) with circular stapled hemorrhoidopexy (sh) in the treatment of grade ii/iii hemorrhoidal disease (hd). Over a period of 29 months, from sep2010 to jan2013, 397 patients with grade ii/iii hd were randomized to dghal (n=197; n=121 male; mean sd age of 50.0±11.7 years) and sh (n=196; n=126 male; mean sd age of 50.5±12.6 years). Sh was carried out using a pph-03 (ethicon endo-surgery, cincinnati, oh; 106 patients) and a hem stapler. The staple line was 2.5±2.0 cm above the dentate line. At d.90, complications in sh group included grade I symptomatic anal complications (thrombosis, fissure, etc) (n=6); impaction (n=9); local infection (n=2); incontinence or urgency impairing normal recovery (n=13); grade ii bleeding exteriorized or retroperitoneal (n=8); severe septic complications (n=2); grade ii severe pain (n=7) requiring prolonged hospitalization or rehospitalization; grade iii bleeding (n=6) requiring reoperation; grade iii pain (n=1) requiring reoperation; grade iii stenosis (n=1) requiring reoperation; grade iii fissure (n=2) requiring reoperation; and grade iii prolapse (n=1) requiring reoperation. From d.90 to m.12, complications in sh group included symptomatic anal complication/recurrence (n=2); impaction (n=1); local infection (n=2); incontinence or urgency (n=7); persistent bleeding (n=2); grade iii unspecified complications requiring surgical reoperation (n=7). Dghal and sh are viable options in grade ii/iii hd with no significant difference in operative-related risk